Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that when the equipment was switched on, the cs300 intra-aortic balloon pump (iabp) screen is not working. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the display, cable, and mounting plate. The fse completed all safety and functional tests successfully. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a